Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient was unable to re-charge the implantable pulse generator (ipg) until the device was discharged. The patient underwent an ipg replacement procedure, was doing well postoperatively and the explanted device was disposed of by the facility. No device malfunction was suspected.